Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devicesbe received for evaluation.

Event description:
It was reported that pca rate change of ketamine occurred at 1220. At 1430, bedside rn noticed that pca had never alarmed for syringe change. Upon assessment, pca was not running and no alarm had sounded. Rn pushed the restart button and then an error message popped up on the screen, still with no alarm. Pca was able to be restarted by restarting the alaris brain.

Event description:
It was reported that pca rate change of ketamine occurred at 1220. At 1430, bedside rn noticed that pca had never alarmed for syringe change. Upon assessment, pca was not running and no alarm had sounded. Rn pushed the restart button and then an error message popped up on the screen, still with no alarm. Pca was able to be restarted by restarting the alaris brain. There were no adverse effects to the patient.

Manufacturer narrative:
The customers reported issue of pca not running and no alarm sounding was confirmed in the event logs. Log analysis results: the incident infusion was initially programmed on (B)(6) 2020 at 12:53 pm as a continuous only infusion of ketamine-low 5mg/ml (drug ID (B)(6) ), with at mono 35ml syringe, continuous dose 17.5mg/h, max limit 17.5mg/1h, rate 3.5ml/h, vtbi 28.03ml and infusion was started. At 2:30 pm max limit and continuous dose was changed to 11.5mg/h, rate 2.3ml and the user confirmed the following prompt ¿the max dose limit programmed will cause the system to immediately reach the dosing limit. Procced?¿ and infusion was started. At 2:33 pm the pca module alarmed for max limit reached. Pvi at the time 5.5ml. At 2:35 the pca module was channeled off, the infusion was restored, and the infusion was started. Pvi at the time 5.5ml. On (B)(6) 2020 at 12:21 am the pca module alarmed syringe empty. Pvi at the time 28.02ml. From 12:23 am to 12:34 am the pcu was silenced 6 times. At 12:34 am the user cleared the patient history. Pvi at the time 28.02ml. At 12:36 am the user installed a new 35ml mono syringe and previous continuous only infusion was restored, rate 2.3ml, vtbi 30.48ml and the infusion was started. Pvi at the time 28.02ml. At 5:58 am the volume infused was cleared pvi at the time 40.37ml. At 11:23 am unit was selected, the pca door was opened, continuous infusion changed, 17.5mg/h, rate 3.5ml, vtbi 5.67ml and infusion was started. Pvi at the time 12.45ml. At 12:20 pm unit selected, the pca alarmed door open, continuous infusion changed to 11.5mg/h, max limit 11.5mg/1h, rate 2.3ml and infusion was started. Pvi at the time 15.75ml. At 12:21 pm the pca module alarmed for max limit reached. Pvi at the time 15.75ml. From 12:21 pm to 12:26 pm the infusion was started, pca alarmed for max limit reached, infusion was started, pca alarmed for max limit reached and the pcu was silenced. Pvi at the time 15.75ml. At 2:36 pm the pca was selected and the infusion was started (soft key 14) a software fault was logged in the error log and a channel disconnect was logged in the pcu event logs. At 2:37 the user confirmed channel disconnect (soft key 14). Root cause: the probable cause of the customer reported pca not running and no alarm sounding was attributed to a software issue.